Manufacturer narrative:
The event unit was returned to applied medical for evaluation with additional sterile units. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. The sterile units were tested and one unit was unable to cut consistently across the entire length of the blade. This unit has been reported under (B)(4). Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure being performed: laparoscopic hernia repair. Six complaints have been created based on this complaint submission. (B)(4) (event date: (B)(6) 2021) (B)(4) (event date: (B)(6) 2021) (B)(4) (event date: (B)(6) 2021) (B)(4) (event date: (B)(6) 2021) (B)(4) (additional returned non-sterile unit, no information given by facility). (B)(4) (sterile device returned that failed testing on (B)(6) 2021) "she [name] stated that product would grab the tissue but it will not cut the tissue. She also mentioned this has happen in different cases.". Additional information received via phone from applied medical account manager I. The rep received three complaint documentation forms from [name]. For the event on (B)(6) 2021, scissors were pulling tissues and the tips are "off". The case was completed with scissors from a different lot. (B)(4) were created to document the events described in the other two complaint forms. Product is available for return. Additional information received via phone on 23mar2021 from [user facility] hosp supervisor. Confirmed that three cases were affected by this issue. She was not informed of any patient injury associated with these events. It is unknown what the devices were cutting when the issues occurred. Event units are available for return. The facility also is returning 1 bx of cb030 lot 1403608, 7 sterile units of cb030 of lot 1403608, and 1 sterile unit of cb030 of lot 1398626. Sterile product will be returning under (B)(4). Additional information received via email on 23mar2021 from applied medical account manager I. Received a photo of the [user facillity] hospital report of product failure. "Scissors pulling tissue + tips are off". The form states product was received from the storeroom (1) and central supply (1). The form indicates there was a delay in or time. The form indicates "not urgent". (B)(4) has been created for the additional product listed in the [user facility] hospital report of product failure for the event on (B)(6) 2021. Additional information received via phone on 23mar2021 from applied medical account manager I. The facility gets their product from a warehouse for [user facility warehouse]. Five non-sterile units were returned to applied medical. The facility only provided information for four complaint units. Attempts were made to reach out to the facility and determine if there were complaints with all five of the returned non-sterile units. The facility has not responded. (B)(4) has been created to document the fifth returned unit. Additional information received via phone on 11may2021 from applied medical account manager I. The rep spoke with the facility contact, [name]. She does not know why five non-sterile units were returned or if there was a complaint with all five units. Intervention: the case was completed with scissors from a different lot. Patient status: "not urgent." The facility contact was not notified of any patient injury. Delay in or time.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic hernia repair. "She [name] stated that product would grab the tissue but it will not cut the tissue. She also mentioned this has happen in different cases." Additional information received via phone from [name], applied medical account manager I. Walker received three complaint documentation forms from [name]. For the event on (B)(6) 2021, scissors were pulling tissues and the tips are "off". The case was completed with scissors from a different lot. Complaint (B)(4) and complaint (B)(4) were created to document the events described in the other two complaint forms. Product is available for return. Additional information received via phone on 23mar2021 from [name], [name]. Confirmed that three cases were affected by this issue. [Name] was not informed of any patient injury associated with these events. It is unknown what the devices were cutting when the issues occurred. Event units are available for return. The facility also is returning 1 bx of cb030 lot 1403608, 7 sterile units of cb030 of lot 1403608, and 1 sterile unit of cb030 of lot 1398626. Sterile product will be returning under complaint (B)(4). Additional information received via email on 23mar2021 from [name], applied medical account manager I. Received a photo of the [name] report of product failure. "Scissors pulling tissue + tips are off". The form states product was received from the storeroom (1) and central supply (1). The form indicates there was a delay in or time. The form indicates "not urgent". Complaint (B)(4) has been created for the additional product listed in the [name] report of product failure for the event on (B)(6) 2021. Additional information received via phone on 23mar2021 from [name], applied medical account manager I. The facility gets their product from a warehouse for [name]. (Name - acct # (B)(6)). Intervention: the case was completed with scissors from a different lot. Patient status: "not urgent." The facility contact was not notified of any patient injury. Delay in or time.